Event description:
It was reported that the home patient (hp) had a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in line) on the homechoice (hc) device after the priming step of peritoneal dialysis (pd) therapy and while the hp was connected. During troubleshooting, it was found that all of the clamps were open on unused supply lines. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp. The hp planned to complete therapy using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The event occurred sometime in (B)(6) 2014. An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, open clamps on unused supply lines were reported and are a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.